Event description:
During service of product unit was found to motor stall with low pressure alarm due to crankarm set screw loose causing crank key to come loose and jam on connection rod. Tightened screw to correct the problem.